Event description:
It was reported that during a rotator cuff surgery, the electrode head of the super multivac wand fell off, and after a few minutes of searching process, it was removed from the patient's body with a grasper, which had a great impact on the follow-up process of the operation. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The entire tip of the wand has broken off from wear/use. There is still heavy debris and darkened debris from heavy use remaining in the shaft tip area. A functional evaluation found that plugging in the device shows 1/7 on the displays. The device cannot be tested for activation due to the damage. The resistance of the device measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force, or using the wand above default output settings causing excessive electrode erosion. Based on this investigation, the need for corrective action is not indicated.